Manufacturer narrative:
The reported events of loss of capture and failure to sense were confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found an over-torqued inner coil at the connector region, which is consistent with procedural damage. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which caused the reported events.

Event description:
During an implant procedure, a loss of capture, loss of pacing, and loss of sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.